Manufacturer narrative:
Tissue proximity indication (tpi) was 94 grams per second. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)). Smartablate generator. Smartablate pump (model# m-4900-08 serial# (B)(4))

Event description:
It was reported that an (B)(6) female patient underwent an ablation procedure for typical right atrial flutter with a thermocool smarttouch bi-directional sf catheter and suffered a cardiac tamponade (requiring pericardiocentesis and surgical intervention), cardiac arrest (requiring open cardiac massage), thrombosis, and death. Toward the end of the procedure, while ablating near the inferior vena cava (ivc) and the cavo-tricuspid isthmus (cti), a steam pop was felt by the physician. Approximately 20 minutes later, after ablation, the patient became hypotensive. Tamponade was confirmed via transthoracic echocardiogram. A pericardiocentesis was performed and yielded 2000 ml. Thoracotomy was performed and open cardiac massage was initiated. Interventions were not successful and the patient expired. Factors cited that may have contributed to the adverse event include the patient¿s age and the ablation site. Physician¿s opinion regarding the cause of the adverse events was that they were related to patient condition and procedure. It was also noted that the effusion was a result of the steam pop. Physician¿s opinion regarding the cause of death was that it was related to disseminated intravascular coagulation (dic) and the resulting thrombi formed in the left ventricle, left atrium, and right ventricle. No transseptal puncture was performed. Sheath is use was a st. Jude medical sl1 8.5 french. Generator parameters included power control mode with power cut-off of 40 watts and temperature cut-off of 40°c. Generator settings included power at 40 watts (not titrated), temperature of approximately 25°c, and impedance of approximately 85 ohms. Overall ablation time at the site of injury was 32 seconds. Length of ablation cycle when the pop was observed at the same tip position was approximately 32 seconds. Irrigated catheter flow was set at 15 ml/min. Patient did not receive anticoagulant during the procedure.